Manufacturer narrative:
(B)(4).

Event description:
(B)(4). The dentist reported that 20 days after the dental implant was installed in intraoral region #9 it was verified its non osseointegration. The implant was immediately carried out and patient presented bone type ii.